Event description:
It was reported that during a follow up, it was detected that the atrial lead exhibited noise which occurred at the time the patient underwent dialysis treatment. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.